Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: during what kind of procedure was the device used? Nephrectomy with thrombectomy, with resection of inferior vena cava (the first stage of the operation laparoscopic, the second stage-open, echelon and cartridges was used during open stage). What was the lot number of the device used? Lot numbers are unknown. What is the age and sex of the patient? The exact age was not reported, it is known that elderly age, female. Was it used on thick tissue? It was inferior vena cava. From the surgeon comments: it is mostly likely that during application of anastomosis thrombotic masses were involved in the stitching area, so the tissue between the brunches was thick. Thrombotic masses were found on the tissue with suture made by the echelon. What was the quality of tissue in the area where the device was fired? Please see an answer to a question 4. 6. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes, the surgeon waited the recommended 15 seconds. Was the cartridge correct inserted, did they hear the ¿click¿? The cartridge was correct inserted, the ¿click¿ was heard. On which firing(s) did this event occur? The event occurred during the third firing. During which stroke did the event occur? Please clarify the question. What other color cartridges were used before and after this event? The cartridges of the other color were not used during the procedure, the previous two cartridges were also white. Was buttressing material utilized? If so, which product? Suture material were used. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The forces higher than expected required during firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was the device fully articulated? Degree of articulation? The device was not articulated. Was there any difficulty removing the device from the tissue? No, there were not any difficulties. Were clamps placed before and after the place where the ec45a was used on the inferior vena cava? Yes, the clamps were placed before and after the place. What actions were taken after the ec45a blocked and did not staple the inferior vena cava? The instrument was not blocked, it was removed but the bleeding has started from the staple line. The bleeding was stopped in the common ways, including strengthening the staple line with a suture material. Did the patient receive blood transfusions/products? Yes, the patient received blood transfusions. Was the patient taking any anticoagulants? If yes, specify prescribed medication. During preoperative stage the patient did not take any anticoagulants. Does patient have a known coagulation disorder? No. Is the hospital willing to provide more information? Yes. Is the hospital willing to provide the surgery report? In what form? Is an autopsy planned? An autopsy was already done. Additional information obtained from conversation with surgeon: complicated case with cancer and clots in inferior cava vein. It was decided to resect the vein due to no blood flow. Decided to staple it near right nephrecate tumor of right kidney, resect left renal vein, and intra-renal portion of vena cava and divided this portion with white 45mm cartridge with no problems. In addition, divided left renal vein with same device with no problem. Dissected supra renal portion right below hepatic veins and dissected to provide for white echelon cartridge. After firing, there was massive bleeding for 20-30 seconds with average leakage for about 1 ½ liters of blood and required a transfusion. The defect was closed after stapling with regular devices and prolene 2.0. It was closed without any complication or hemodynamically significant defects. After stopping the bleeding, the defect was noticed in the staple line. It was a complicated case and we operated for an additional 2 hours without any problems. Unfortunately, the condition of patient worsened, and 4 hours post-op the patient died. In the pathological autopsy, we have seen a problem with the staple line but the main reason of death was thromboembolism of lung, unfortunately the most frequent complication of this type of surgery. 80-85% of patients with this pathology die post-operatively from clots. Q: when stapling across vein, did it feel like you were stapling across tumor thrombus at junction with the cava? A: no, did not feel like it but in autopsy there was a small portion of clot between the branches of the stapler. It existed but I did not feel it because it was very mild between branches of echelon. Q: was there any preoperative imaging that was suggestive of tumor thrombus extending into the proximal vein or into the vena cava? A: yes, we had preoperative images without any clots upper where stapler used. Q: any unusual noises or staple form. A: no problem through operation. Device was discarded. I don¿t think there was evidence of trouble with the stapler. I suppose the white cartridge has very mild braces and suppose due to position of clot between branches that it needs more spacing and imaging. We decided to make a new protocol for our clinic to make procedures safer and perform intraoperative ultrasound examinations to make the right decision of the level of closing of the echelon. We do not think there are any links between echelon and death of patient.

Event description:
It was reported that during the surgery operation the echelon ec45a blocked and it did not staple the inferior vena cava. During the procedure echelon ec45a and 3 white cartridges (ecr45w) were used for stapling. According to a complainant words: first two cartridges stapled, after the third cartridge was used on the inferior vena cava stapling and echelon was removed, bleeding was identified. Initial information, that echelon blocked during usage of third cartridge, has not confirmed. After the surgical procedure - during tissue examination it was found that the whole row of staples (preliminary information - from third cassette) was not fixed (no more information is available on (B)(6) 2020). It is was reported that the new echelon was used during the procedure (not re-used).